Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that during screwing in the hexagonal screwdriver broke and that the surgery was finished using an alternative device.